Event description:
It was reported that approximately seven-months post-operatively the shafts of two es2 polyaxial screws in a l3 - s1 fixation construct had fractured at s1. Revision surgery was performed and all implants were removed. This report captures the first of two screws.

Manufacturer narrative:
Additional data: d1, d4, d9, g4, h4 h6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that approximately seven-months post-operatively the shafts of two es2 polyaxial screws in a l3 - s1 fixation construct had fractured at s1. Revision surgery was performed and all implants were removed. This report captures the first of two screws.